Manufacturer narrative:
(B)(4). Batch # r57y6t. Investigation summary: the ec60 device was returned with the closing trigger and anvil closed. An ecr60b cartridge was received loaded on the device. The reload was received fully fired. The device has disassembled and was noted to be a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the thoracoscopic resection of right middle pulmonary nodule surgery, after fired, the knife moved to the distal end, but would not return knife automatically. Knife reverse button would not work. Used another device to remove the ec60 from the patient. There were no adverse consequences to the patient. No additional information can be provided.